Event description:
Same case as MDR ID# 2134265-2012-04562. It was reported that during a rotational atherectomy procedure, guidewire fracture occurred and was unable to be retrieved. The target lesion was located in the extremely tortuous, calcified, subtotal occluded right coronary artery (rca). The physician advanced a 1.25mm rotalink plus burr over a 325cm rotawire guidewire placed in the distal portion of the rca. During ablation the burr came in contact with the rotawire and the guidewire fractured. The fractured portion of the rotawire could not be retrieved. The physician made an attempt to place a non bsc coil in the subtotal occluded rca but was unsuccessful and removed. The vessel re-occluded and the physician opted to leave the vessel alone. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).